Event description:
As reported, approximately 2.5 years post initial right tka, the 72 y/o male patient was revised due to poly wear.. The tibial insert component was revised from a size 5 11mm, to a size 5 13mm insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as the device was discarded by the hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear and prosthesis fracture. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and prosthesis fracture could not be determined as the device was not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Correction: h6 clinical code, h6 investigation findings, h6 investigation conclusions.